Manufacturer narrative:
The investigation determined that higher and lower than expected vitros amon (ammonia) results were obtained from non-vitros (biorad) quality control fluids when tested on a vitrso 5600 integrated system. The assignable cause of the higher and lower than expected vitros amon quality control results is an instrument issue related to microslide incubator contamination. Prior to service actions performed by an ortho field engineer, a within-run vitros amon precision test was outside of acceptable guidelines indicating the vitros 5600 integrated system was not performing as intended. Acceptable within-run vitros amon precision results were obtained after service actions indicating an instrument related issue is the likely assignable cause of the event. Service actions performed on the vitros 5600 integrated system included cleaning of the microslide incubator, changing of the evaporation caps, replacing of the cm drive motor and belt, and verification of all associated adjustments.

Event description:
A customer obtained higher and lower than expected vitros amon (ammonia) results from non-vitros (biorad) quality control fluids when tested on a vitros 5600 integrated system. Biorad lot 54300 l2 vitros amon result of 94.9 umol/l versus an expected result of 74.4 umol/l. Biorad lot 54300 l3 vitros amon result of 177.0 umol/l versus an expected result of 222.8 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros amon results were obtained from non-patient fluids. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).